Event description:
The customer observed a single, non-reproducible, falsely elevated vitros total b-hcg ii result on a pt sample tested on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported and a corrected report was issued. There was report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The investigation found no evidence to indicate that either the vitros eciq or vitros total b-hcg ii reagent lot #0360 did not operate as intended. The customer follows the sample tube MFR's recommendations for processing samples as well as the MFR's recommendations for vitros eciq maintenance. The root cause of the non-reproducible falsely elevated total b-hcg ii result is unk.